Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: hysterectomy. Event description: during the case, the surgical team noticed a clear plastic piece floating around the patient's abdomen. Three trocars were used in the procedure and the team did not know from which trocar the piece was from. The team disassembled all three trocars and took apart the seal housing. The team fished out the clear, plastic component. It is unknown if the whole component fell out and if particulation occurred. The lot numbers of the three trocars is unknown. The following information was provided by the account manager on the three trocars used: cts02 ¿ 5x100 zthread sleeve. Cfr03 ¿ 5x100 adv fix trocar. Cfs02 ¿ 5x100 adv fix sleeve. Additional information obtained from applied medical account manager via email on 21mar2025: it is unknown which trocar the clear plastic piece fell out of. All pieces were retrieved from the patient. The entire component fell out. It is unknown if the internal seal components were removed or cut to inspect the damaged component. Additional information obtained from applied medical account manager via email on 26mar2025: from the account manager: it is my understanding the whole part came out, not a fragment. Intervention: the team fished out the plastic. Patient status: patient is good.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a rubber fragment. The seal components were returned separated from the seal housing. Visual inspection confirmed the complainant¿s experience of shield dislodgment and seal component particulation. Based on the condition of the returned unit and description of the event, it is likely that the dislodged shield was caused by the non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records and no relevant trends were identified.

Event description:
Procedure performed: hysterectomy. Event description: during the case, the surgical team noticed a clear plastic piece floating around the patient's abdomen. Three trocars were used in the procedure and the team did not know from which trocar the piece was from. The team disassembled all three trocars and took apart the seal housing. The team fished out the clear, plastic component. It is unknown if the whole component fell out and if particulation occurred. The lot numbers of the three trocars is unknown. The following information was provided by the account manager on the three trocars used: cts02 ¿ 5x100 zthread sleeve. Cfr03 ¿ 5x100 adv fix trocar. Cfs02 ¿ 5x100 adv fix sleeve. Additional information obtained from applied medical account manager via email on 21mar2025: it is unknown which trocar the clear plastic piece fell out of. All pieces were retrieved from the patient. The entire component fell out. It is unknown if the internal seal components were removed or cut to inspect the damaged component. Additional information obtained from applied medical account manager via email on 26mar2025: from the account manager: it is my understanding the whole part came out, not a fragment. Additional information obtained from applied medical account manager via email on 06may2025 : account manager on the extra unit received for the product return: when I spoke with the customer initially, the 12mm device was not identified as the malfunctioning device. Additional information obtained from applied medical qc via email on 13may2025: the lot numbers of the devices sent back are: cts02: lot #1536642. Cfr03: lot #1537786. Cfs02: lot #1541413 intervention: the team fished out the plastic. Patient status: patient is good.